Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: on examination, the keypad was noted to be torn over the ok button and the bolus button cover was torn and slightly lifted. Allegation of damage is confirmed. On testing, the up arrow, down arrow and ok buttons demonstrated intermittent unresponsiveness. The contrast button and bolus buttons had normal response. The keypad cover was removed for investigation and revealed contamination under all of the button contacts. Unrelated to the original complaint, the display screen was noted to be dim and discolored.